Event description:
It was reported that the user rolled onto the ilet pump during sleep, resulting in a small crack near the wake button and subsequent inability to wake the device or use the top-screen buttons unless on a charger, and a replacement was issued with education on shutdown, data sync, return logistics, backup therapy, and dexcom cgm use. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included temporary interruption of intended insulin delivery and initiation of backup therapy. Investigation included customer interview, troubleshooting and education, and coordination for device return. Investigation of this case revealed physical damage to the display/button area consistent with user-induced impact, leading to impaired user interface function and compromised reliability of insulin delivery and meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance